Event description:
It was reported that the handpiece began overheating during a procedure to section teeth. The pt was not affected, and there was no user injury reported. It is not known if the case was completed with this device or another.

Manufacturer narrative:
The handpiece was received at the manufacturer for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was, problems with the driveshaft, nose cone, and bearings, which were each replaced along with the rotor and other components. Service repaired and returned the device to the customer.